Event description:
It was reported that on (B)(6) 2014 that a motor stall occurred with a recovery on (B)(6) 2014. Another motor stall occurred on (B)(6) 2014 and no recovery was noted. The patient was seen in the emergency room on (B)(6) 2014, because he was not feeling well. The patient experienced a burning in his nose and mouth and had flu-like symptoms. The patient's pump was alarming. Electromagnetic interference was denied. It was noted that the patient's pain had always been persistent. The drug in the pump was dilaudid (hydromorphone).

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8709, lot# j0058131r, implanted: (B)(6) 2001, product type: catheter. (B)(4).